Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump did not fail to deliver, but was unable to start any infusion because of a persistent no food alarm. The no food alarm was falsely alarming due to a failed pcb board. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump did not deliver. They stated that the pump would stop between feeds, but did not clarify what they meant by this. At the time of the complaint, the initial reporter stated that the patient had not experienced any adverse effects, but that they had no further information about the complaint. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not deliver. They stated that the pump would stop between feeds, but did not clarify what they meant by this. At the time of the complaint, the initial reporter stated that the patient had not experienced any adverse effects, but that they had no further information about the complaint. [Complaint (B)(4)].